Event description:
Discordant advia centaur troponin (tni) results were reported on pt samples. The qc results were discordant, so a service call was placed. The samples were retested after the system was serviced and corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin results were due to a pinch valve which was stuck open. The fse replaced the valve, recalibrated and ran qc. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin results were due to a pinch valve which was stuck open. The fse replaced the valve, recalibrated and ran qc. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin results were due to a pinch valve which was stuck open. The fse replaced the valve, recalibrated and ran qc. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discordant advia centaur troponin (tni) results were reported on pt samples. The qc results were discordant, so a service call was placed. The samples were retested after the system was serviced and corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discordant troponin results.

Event description:
Discordant advia centaur troponin (tni) results were reported on pt samples. The qc results were discordant, so a service call was placed. The samples were retested after the system was serviced and corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discordant troponin results.

Event description:
Discordant advia centaur troponin (tni) results were reported on pt samples. The qc results were discordant, so a service call was placed. The samples were retested after the system was serviced and corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin results were due to a pinch valve which was stuck open. The fse replaced the valve, recalibrated and ran qc. The instrument is performing within specifications. No further eval of the device is required.